Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease, brown particles in the fill channel and two curved openings. A leak test and microscopic analysis were performed which identified: one striated opening on the anterior side, one sharp opening on the valve bond edge and a crack valve. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent with the use of some surgical tool, a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.